Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 10/29/04, the pt contacted lifescan and reported that her surestep original meter was reading inaccurately low. Medical affairs specialist called her on 11/01/04, and left a message, but there was no response back. A letter will be sent out to her. Based on the initial info provided, low results of 9 mg/dl and 8 mg/dl were reported on the pt's meter. She was comparing these results to the lab result of 400 mg/dl, performed within 30 minutes of the meter results. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. During troubleshooting with the customer care rep, it was verified that the pt was using the correct testing technique, and was also cleaning the meter according to the owner's manual. The test strips were in good condition and within the expiration date. The meter was coded correctly and was also in the right unit of measure. She was experiencing a headache at the time of concern. The low results that are provided on the pt's meter are considered erroneous on its face since an individual is expected to have altered consciousness with such a low blood glucose value. She had contacted the emergency services, but there is no further info regarding the event. It is unk as to why a lab test was done and if she was treated by the emergency personnel prior to the lab test. She had also tested on the meter after experiencing a headache, therefore, the meter did not cause her symptom. There is no info to suggest that she experienced injury due to the meter. However, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Pt's meter, test strips, and control solution were replaced.